Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. On initial reporter, the event site name was abbreviated, but should have read (B)(6).

Event description:
While in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated autofill failure alarms. There was no death or serious injury reported.

Manufacturer narrative:
Getinge service was not requested by the customer in connection with this event. However, the customer's biomedical engineer attended to the repairs on the iabp unit, completed the solenoid drive field service corrective action (fsca) per getinge's directive and successfully completed a preventative maintenance (pm) in (B)(4) 2018.

Event description:
While in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated autofill failure alarms. There was no death or serious injury reported.